Event description:
It was reported that during a primary surgery the hip liner trial broke.

Manufacturer narrative:
An event regarding fracture involving an unknown trial was reported. The event was not confirmed. The device was not returned for evaluation. Medical records were not provided for evaluation. A device history review could not be performed as the device was not properly identified. No further investigation for this event is possible at this time as no devices and insufficient information was received.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown trial liner.when completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that during a primary surgery the hip liner trial broke.